Event description:
It was reported that a patient's holter monitor recording showed many periods of complete heart block, with the recordings showing p waves but no right ventricular (rv) pacing. The patient's epicardial implantable pulse generator (ipg) system was deactivated and a new transvenous system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).